Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a left knee and femur salvage procedure on (B)(6) 2011. Subsequently, a revision procedure has been indicated due to an unspecified complication of the taper adaptor; however, no revision procedure has been reported to date.